Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the patient line separated from the cartridge due to a cartridge adhesive failure. Customer's blood glucose (bg) value was 600 mg/dl. Bg was addressed with a manual injections. Customer changed the cartridge to address the reported issue.